Event description:
The customer contacted stryker to report their device's main keypad does not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.

Event description:
The customer contacted stryker to report their device's main keypad does not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.